Event description:
Consumer complaint of low blood results. Caller normally is around 80-135 mg/dl. Last 5 results in memory were 102 mg/dl, 33 mg/dl, 31 mg/dl, 50 mg/dl and 125 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (31) and the highest normal result (135) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 80-135mg/dl. Last 5 results in memory were 102mg/dl, 33mg/dl, 31mg/dl, 50mg/dl, 125mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (31) and the highest normal result (135) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).